Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing cracked and leaked the entire contents of avastin in 0.9ns onto the floor during patient use. There was no report of patient harm.

Event description:
The customer reported that during an infusion of avastin 310mg in 0.9ns with an overfill of 122.4ml (total volume) at 244.8ml/hr to infuse over 30 minutes that the tubing cracked and leaked the entire contents onto the floor during patient use.